Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. There is no information about possible re-implantation available yet.

Event description:
During a routine programming session affected channels were observed with in situ testing and it was reported that hearing performance with the device is affected. There is no accident or trauma reported. Re-implantation is considered but no date for the surgery has been set yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. There is no accident or trauma reported by the parents.

Event description:
During a routine programming session affected channels were observed with in situ testing and it was reported that hearing performance with the device is affected. There is no accident or trauma reported. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.